Event description:
The pt had an allergic reaction to the fibrel treatment injected into her skin on her face. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.